Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male patient's battery charger wasn't charging his batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger not charging batteries) has been confirmed. Upon evaluation contamination was discovered on the charger's battery board, which cause the battery charging problems. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery/charger/modem.